Event description:
It was reported that ceramic tip broke off in shoulder. Tip was retrieved from patient's shoulder. Delayed surgery for 20 minutes. Doctor then was able to continue case.

Manufacturer narrative:
Additional info will be provided once investigation is completed.